Event description:
It has been reported to us that during the procedure, the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire into the pt and inflated to occlude the vessel. The physician performed intervention on the pt. The physician inserted an aspiration catheter into the pt and aspirated the vessel. The physician then noticed that the occlusion balloon deflated unexpectedly. The device was removed from the pt. The pt is reported to be fine.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.